Manufacturer narrative:
Additional information was received that the patient was doing well postoperatively. The explanted device was not returned to bsn as it was kept by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that the patients ipg was non functional. The patient underwent an ipg replacement procedure.

Event description:
A report was received that the patients ipg was non functional. The patient underwent an ipg replacement procedure.